Manufacturer narrative:
Other relevant device(s) are: product ID: 9735346r, serial/lot #: (B)(4). No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that the navigation system stopped during use. There was psu failure and use of the navigation system was abandoned due to the failure. It was noted that the site would be upgrading the system.